Event description:
This is a report of a home patient (hp) who re-used supplies while connected to the homechoice during fill. After experiencing a check lines and bags alarm, the patient removed the bag on the final line and added a new one without changing the cassette. The patient was advised to end therapy and they used manual supplies to drain. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.